Event description:
Covidien received information that, during patient use, an 840 ventilator was displaying horizontal lines on the lower graphic user interface (gui). The ventilator did not stop cycling. No harm or patient injury has been reported. The evaluation is still in process.

Manufacturer narrative:
(B)(4).